Event description:
Malignant melanoma cancer [malignant melanoma]. Case narrative: initial information received on 11-sep-2023 regarding a solicited valid serious case received from other healthcare professional (office staff member at the doctor's office), in the scope of patient support program "psp_saus.tjo.012". Patient ID:(B)(6). Study title: sanofi patient connection. This case involves 75 years old female patient who had malignant melanoma cancer with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concurrent conditions or risk factors and family history were not provided. On an unknown date, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection, strength: 16 mg/2ml (batch number, expiry date, dose, frequency, route, indication: unknown). Information on batch number, expiry date were requested. On an unknown date after unknown latency, the patient had an ongoing malignant melanoma cancer (malignant melanoma). At the time of the report, synvisc was continued. No additional information at the time of the report. Action taken: no action taken. It was not reported if the patient received a corrective treatment for the event. At time of reporting, the outcome was not recovered for the event malignant melanoma cancer. Reporter causality: not reported. Company causality: not reportable. Seriousness criteria: medically significant for malignant melanoma.

Manufacturer narrative:
Sanofi company comment dated on 14-sep-2023: this case involves 75 years old female patient who had malignant melanoma cancer after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). Based on the limited information provided regarding this case, causal role of the company suspect product can be excluded. Case will be re-evaluated post further update on the past medications, personal and family medical history, concurrent illnesses, exact cause and site involved, concomitant medications and other risk factors.

Event description:
Malignant melanoma cancer [malignant melanoma]. Case narrative: initial information received on 11-sep-2023 regarding a solicited valid serious case received from other healthcare professional (office staff member at the doctor's office), in the scope of patient support program "psp_saus.tjo.012". Study title: sanofi patient connection. This case involves 75 years old female patient who had malignant melanoma cancer with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concurrent conditions or risk factors and family history were not provided. On an unknown date, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection, strength: 16 mg/2ml (batch number, expiry date, dose, frequency, route, indication: unknown). On an unknown date after unknown latency, the patient had an ongoing malignant melanoma cancer (malignant melanoma). At the time of the report, synvisc was continued. No additional information at the time of the report. Information on batch number and expiration date corresponding to the one at time of event occurrence could not be requested as product was not available. Action taken: no action taken. It was not reported if the patient received a corrective treatment for the event. At time of reporting, the outcome was not recovered for the event malignant melanoma cancer. Reporter causality: not reported. Company causality: not reportable. Seriousness criteria: medically significant for malignant melanoma. A product technical compliant (ptc) was initiated on 11-sep-2023 for synvisc (batch number and expiry date: unknown) with global ptc number (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective action and preventive action) was required. The final investigation was completed on 18-jul-2024 with summarized conclusion as no assessment possible. Additional information was received on 18-jul-2024 from quality department. Ptc results were received and added in the case. Text was amended accordingly.